Manufacturer narrative:
Siemens investigated an outside the united states observation of advia centaur ca 19-9 (ca19-9) lot 535 elevated results. Siemens¿ investigation confirmed an average positive bias of 56.4% with a sample population from the asia pacific region and atellica im and advia centaur 19-9 assay kit lots ending in 535 as compared to previous lots. However, investigation did not confirm the complaint allegations of commercial quality control results outside of range. Urgent medical device correction (umdc) aimc 24-14.a.us and urgent field safety notice (ufsn) aimc 24-14.a.ous was distributed to customers who received the affected product to notify them of the bias. The communication advised customers to discontinue use of the affected product. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of discordant elevated advia centaur ca 19-9 (ca19-9) lot 535 results that were lower upon retesting with atellica im ca 19-9. Siemens is reviewing calibration and quality control (qc) data. Siemens customer service engineer (cse) was on site and performed an instrument evaluation. The assay intended use section of the instructions for use (IFU) states, "for in vitro diagnostic use in the quantitative, serial determination of ca 19-9 in human serum and to aid in the management of patients with gi carcinoma using the advia centaur® xp and advia centaur® xpt systems. The test is intended for use as an aid in monitoring patients previously treated for gi cancer. Serial testing for ca 19-9 in the serum of patients who are clinically free of disease should be used in conjunction with other clinical methods used for the early detection of cancer recurrence. The test is also intended for use as an aid in the management of gi cancer patients with metastatic disease by monitoring the progression or regression of disease in response to treatment." The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed high advia centaur ca 19-9 (ca19-9) lot 535 results on samples from patient that were previously considered normal. The initial results were reported and questioned by the physician(s). Samples were sent to the customer lab headquarters for verification testing using atellica im ca19-9. The atellica im results were lower and in agreement with historical patient results. Corrected reports were issued. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the event.